Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/27/2015 with the following findings: the complaint could not be duplicated or confirmed. There was no visible damage to the keypad cover, and all the keypad buttons were normally responsive. The keypad cover was removed and no contamination was found under the keypad button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, it was reported that the keypad buttons were unresponsive, with tactile changes. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.